Event description:
The rn was loading the IV pump to infuse angiomax. The rn primed the tubing and loaded it into the pump. She used the drug library and it asked her to enter the weight of the patient. While she entered the patient weight of (B)(6) kg, the pump made a loud noise (alarmed) and she hit the stop button and noticed all of the medication had completely drained out of the bag and onto the floor. The patient was not connected to the line at the time. No harm to the patient.